Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that low hvli was observed. An insulation breach was suspected. The lead was capped.